Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/20/2024, it was reported by a sales representative via email that two ar-3636 knotless fibertak shuttle loop snapped upon transition. This was discovered during an anterior labral repair procedure on (B)(6) 2024. The case was completed using additional fibertak and pushlock devices.

Event description:
Additional information received 1/10/2025: the anchor remained in the patient. The repair suture was retained and fed through a subsequently placed ar-3636 knotless 1.8 fibertak for one of them and into an ar-2923bc for the other. All broken sutures fragments were removed. The case was delayed ten minutes with additional anesthesia for those ten extra minutes.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation, misaligned insertion, and/or improper surgical technique. The complaint allegation was not confirmed. No evidence of the failure was received.